Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint associated sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows some scratches, nicks and dullness on the articulating outer surface of the modular head. The bore shows some metal debris and the device is submitted to sem lab for further analysis. As stated in the sem report optical imaging of the morse taper of the modular head showed dark discoloration with axial wear marks. DHR was unable to be reviewed as part/lot information is unknown.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device product code - ni. Expiration date - ni. Date implanted - ni. Manufacture date ¿ ni.

Event description:
Patient¿s hip was revised due to metal wear and pseudotumor. During the procedure, metal debris from the femoral head and trunion junction and a pseudotumor were noted.